Manufacturer narrative:
B3: the event occurred on an unreported date around the middle of (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for two weeks and treated with unspecified antibiotics for the event. At the time of this report, the patient "no longer has peritonitis". Action taken with pd therapy was not reported. No additional information is available.